Event description:
It was reported that the patient has experienced voice alterations, chest pain and shortness of breath with the vns and they were referred to have their device explanted. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received that the patient had been experiencing difficulty swallowing. Patient underwent surgery to have their generator and lead explanted. The explanted products have not been received by product analysis to date.